Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.

Event description:
Device issue: torn material. Time of device issue: before use. Adverse event: none. It was reported that after the fox sv balloon catheter was removed from the package, a hole in the balloon material was found. The device was not used. There was no patient involvement. Another fox sv was used to complete the procedure. Though requested, no additional information was provided.